Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 449mg/dl. The customer indicated that they had no symptoms and were shopping before the incident. The customer indicated that the pump alarmed a safety alarm, but did not provide further details about the alarm or their high blood glucose. Customer's call was disconnected and no further information was obtained.